Event description:
The physician called to report after treating a pt with juvederm ultra plus xc at the oral commissures, the pt developed erythema at the treatment site. The physician also reported the "redness" had "moved to the left side of mouth," the physician initially prescribed hydrocortisone cream topically, and then subsequently prescribed an oral medrol dose pack. Additionally, the pt was treated with hyaluronidase. The physician has not seen the pt for f/u since treatment.

Manufacturer narrative:
(B)(4). Device eval summary: batch number h30l529445 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The exact cause of the event is then impossible to determine.